Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced low blood glucose. Customer reported to be out doing yard work and miscounted carbs resulting in low blood glucose of 44 mg/dl. Customer treated low blood glucose with juice. Customer's blood glucose at the end of phone call was 72 mg/dl.